Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with no issues noted. Functional testing was performed. This included self-test and priming, a clear passage test and pressure test. The reported problem could not identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown system error alarm occurred on the homechoice device during the priming stage of peritoneal dialysis therapy. The error was reported to have recurred after the homechoice automated pd set with cassette was replaced with a new one. There was patient involvement, but no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.